Event description:
It is reported that the pt was revised due to mechanical loosening.

Manufacturer narrative:
Other device used: catalog #437732053, epsilon durasul hooded insert, lot #61317691. It is unk if the pt experienced a traumatic event which led to the acetabular component loosening. No screws were used, as the two screw holes in the shell were returned with screw plugs assembled. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. The liner was returned with the elevated portion of the rim fractured and missing. The outer sphere contains damages/gouges. Damage is too severe for dimensional analysis. The shell was returned with bone/tissue attached to the porous coating. The diameter of the shell is conforming to print specification. Due to the attached bone/tissue a complete dimensional analysis can't be performed.